Event description:
During prolassectomy procedure (longo technique) , the pt experienced a serious bleeding and the pt was transfussed twelve blood bags. The pt was finally sutured by hand. The surgeon does not know the reason of the belleding. As for the deivce worked properly during the case. The surgeon examined the staple line during and immediately after the case. He did not notice any bleeding immediately after the operation, but notice bleeding some days after the case. He could not tell the exact reason of bleeding though. The pt has recovered.